Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the nut on the inside of the wheel came off at some point and the rear wheel came off. They state they knew it was missing but they would just push if back in and keep going. No further information was provided.